Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that host pc was booting up because of the issue with turn on board in host pc. The engineer replaced the host pc, hard drive and reinstalled the software. After troubleshooting, the system was returned to use in good working order. The codes were based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up after a power outage. There was no report of harm. Philips has started an investigation of this complaint.